Event description:
Attempted injection of two different premixed atropine sulfate syringes during a code. The syringes malfunctioned. It appears the needle or shaft, the needle connect to, was clogged. Both med syringes had the same lot number. The pt was not affected by the device failure, as two other med syringes were immediately available that did function correctly. Device label: atropine sulfate injection, usp, 1 mg (0.1 mg/ml), life shield, glass abboject unit of use syringe.